Manufacturer narrative:
This report is submitted on august 25, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient was placed under general anesthesia (specific date not reported) in order to replace the abutment.